Event description:
The customer has clarified on (B)(6) 2012 that during treating of atrial fibrillation with sync mode the patient went into ventricular fibrillation as a result of the mrx delivering energy at a different point in the ECG waveform. A subsequent shock converted the patient rhythm.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse) and the symptom was not duplicated. The device passed all testing. The customer was provided info by a philips product support engineer (pse) on the proper use of the device. There is no info that supports that the device did not meet product specifications during this event. The device was used off label with non-philips accessories. The mrx IFU states, "use only supplies and accessories approved for use with your heartstart mrx. Use of non-approved supplies and accessories could affect performance and results." In reviewing this complaint investigation, a process error was found where the customer reported a serious injury and the complaint had not been reported.